Event description:
It was reported that during a procedure, three ligasure "devices only work for about 10 minutes and then the jaws would not open up. If they could pry the jaws open, they wouldn't seal or cut." The device was successfully completed with a fourth device and no patient injury was reported by the user facility.

Manufacturer narrative:
The complaint devices were not returned to stryker sustainability solutions (sss) for an evaluation. Based on stryker sustainability solutions engineering evaluations, the type of failure reported can be caused by clamping on large, rigid tissue. The design of the lf4200 allows for larger bites of tissue than other devices. It is critical, however, that the user does not place too much tissue in the jaws during use. If jaws are overfilled, it is possible for the cutting mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. Before activating the cutter, the user must visually confirm that the tips of the jaws are fully closed following the tissue fusion cycle. If the tips of the jaws are not fully closed, it is possible for the cutter mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. Sss instructions for use states: "do not use this device on vessels in excess of 7mm in diameter." "To ensure proper function, eliminate tension on the tissue while sealing and cutting." "Grasp the intended vessel and/or tissue in the center of the jaws. To avoid incomplete vessel sealing, do not grasp tissue beyond the electrode surface; do not place tissue in the jaw hinge." "Close the white moveable handle until it clicks and latches in place." "Keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed." "Avoid overfilling the instrument jaws with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." "Visually confirm that the jaws have reached the closed position prior to activating the cutter. Failure to do so may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." "Prior to activating the cutter, confirm that the jaws are in the closed position. Spacing between the jaws must be less than two millimeters." The device history record for the reported devices indicates that the complaint devices passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 0001056128-2013-00137 where the device blade derailed and cut a patient's artery, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device. Devices not returned.